Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported receiving an elevated blood glucose reading of 400 mg/dl. Pt stated he thinks the infusion device is delivering inaccurately. Pt's normal blood glucose reading is 120-130 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged product for eval.